Manufacturer narrative:
The returned device was evaluated. The radical-7 display shuts down (screen blank) within a few seconds and a 10-beeps watchdog alarm is triggered. During evaluation the device passed all visual and functionality testing. Internal inspection revealed no circuitry damage or loose cables. The failure was confirmed due to a faulty u21 current limiter ic component within the instrument board. A known 10 beep anomaly was observed due to the failed instrument board. A service history record review reveals this unit has been in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported: "device turns on and then turns itself back off within 2 minutes." No patient impact or consequences were reported.